Manufacturer narrative:
Correction: d2 common device name manufacturer's investigation conclusion the reported event of the system controller not communicating with the system monitor was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the controller and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was exchanged due to a 'no communication" message on the heartmate system monitor that occurred during an echocardiogram.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.